Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Platinum diversity clinical study it was reported that chest pain and myocardial infarction (mi) occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was unstable angina recent non-st elevation myocardial infarction (nstemi). The in-stent restenosis of a bare metal stent target lesion was located in the proximal right coronary artery (rca) with 95% stenosis and was 12mm long with a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilatation and a 2.25x12mm promus premier¿ drug-eluting stent. Post-dilatation was performed with 0% residual stenosis. Five days later, the patient was discharged on aspirin and prasugrel. In (B)(6) 2015, the patient experienced a mi. On admission, the patient presented with complaints of chest tightness on exertion with associated diaphoresis. The patient had taken nitroglycerin several times, which only temporarily relieved the chest pain. The location of the mi was not identifiable. The following day, the patient underwent a percutaneous coronary intervention (pci) with a 2.5x12mm non-bsc stent and balloon angioplasty in a non-target lesion in the proximal rca. Pre-treatment diameter stenosis was 99%, and post-treatment diameter stenosis was 0%. Post-catheterization, the patient's course was complicated by right groin hematoma and acute on chronic anemia due to blood loss requiring a total of 2 units of packed red blood cells (prbcs) prior to discharge and the mi and tvr were considered resolved on the same day. Three days later, the patient was discharged from the hospital.